Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified proximal popliteal artery. A 3mm x 40mm x 146cm coyote es was advanced for dilatation. However, during the first inflation at 14 atmospheres for one minute, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no complications reported and the patient was in good condition after the procedure.